Event description:
A malfunction alarm identified as malf 9 was reported by the customer, accompanied by fault ID 0x20f1. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred, to which the customer acknowledged and understood.